Event description:
It was reported that pump had scratches near screws on back of pump. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting or follow up with technical support, and no additional corrective actions were documented.